Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Reason code for no evaluation, if other specify, imdrf annex a, g, b, c and domit : a050701 - failure to align (2522), g0405203 - clamp, b21 - type of investigation not yet determined, c07 - mechanical problem identified, d01 - cause traced to device designa device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syr was affected by syringe sizer recall. There was no reported patient involvement.